Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "the bevel of the needle faced 90 degrees wrong. Also black rubber attached to the needle."

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "the bevel of the needle faced 90 degrees wrong. Also black rubber attached to the needle."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.